Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl and 600 mg/dl. The customer was treated with manual injection for high blood glucose level. The insulin pump received insulin flow blocked alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.